Event description:
Reporter indicated that a vns patient was experiencing an increase in seizure level. It was confirmed that increased seizure level had not reached pre-vns baseline. Patient underwent pulse generator replacement surgery. The pulse generator was returned to manufacturer for analysis. Analysis was performed on the returned pulse generator and confirmed that the device had reached end of service. During analysis a leaky q9 transistor was found. A leaky q9 transistor may potentially contribute to pulse generator end of service.

Manufacturer narrative:
A device malfunction occurred but did not cause or contribute to a serious injury or death.